Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which a crack in the pump connecting tube was identified. All the components were removed and replaced. The cause of crack in the connecting tube was not detailed by the hospital. There were no patient complications reported.

Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which a crack in the pump connecting tube was identified. All the components were removed and replaced. The cause of crack in the connecting tube was not detailed by the hospital. There were no patient complications reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). Concomitant product UDI for cylinders is (B)(4). Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was microscopically inspected, leak and functionally tested. Microscope examination revealed that the pump tubing was cut down to the pump block; the tubing returned attached to the cylinders and reservoir. The pump passed the leakage and functional test. The cylinders were microscopically inspected and tested for leaks. The first cylinder had wear at fold in the proximal end and distal end of the cylinder. The first cylinder had a hole in the outer tube from sharp instrument damage in the proximal end of the cylinder. No leaks were found. The second cylinder had wear at fold in the proximal end of the cylinder. No leaks were found. The reservoir was microscopically inspected and tested for leaks. Microscope examination revealed that the reservoir had wear at a fold in reservoir shell. No leaks were found. Based on the information available and analysis results, the reported clinical observations of mechanical issue and hole/perforation are unable to be confirmed. Therefore, a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
Correction to field d4: model number. Correction to field d4: catalog number. Correction to field c2/d10: concomitant product/therapy. Concomitant product UDI for reservoir is (B)(4). Concomitant product UDI for cylinders is (B)(4).

Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which a crack in the pump connecting tube was identified. All the components were removed and replaced. The cause of crack in the connecting tube was not detailed by the hospital. There were no patient complications reported.